Event description:
It was reported that this right atrial (ra) lead was dislodged due to twiddler's syndrome. This lead still remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to patient twiddler syndrome. This lead still remains in service. No adverse patient effects were reported. Additional information indicated that the leads were repositioned due to the dislodgement which was confirmed through x-ray imaging. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement and twiddler's syndrome observation based on the returned lead which did not show signs of twisting. Furthermore, helix was extended with dried body fluid in the helix housing which is normal for active fixation leads. Testing was completed to assess lead electrical performance. Wherein measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to patient twiddler syndrome. This lead still remains in service. No adverse patient effects were reported. Additional information indicated that the leads were repositioned due to the dislodgement which was confirmed through x-ray imaging. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to patient twiddler syndrome. This lead still remains in service. No adverse patient effects were reported. Additional information indicated that the leads were repositioned due to the dislodgement which was confirmed through x-ray imaging. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement and twiddler's syndrome observation based on the returned lead which did not show signs of twisting. Furthermore, helix was extended with dried body fluid in the helix housing which is normal for active fixation leads. Testing was completed to assess lead electrical performance. Wherein measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Revision to fields f10 impact codes (3) and h6 impact codes (3). This supplemental report has been created to capture additional information and information correction.